Manufacturer narrative:
D10: concomitants: serial #: (B)(6), category #: 320-06-42 - glenosphere 42 mm serial #: (B)(6), category #: a10012 - gps implant kit v2, serial #: (B)(6), category #: 300-30-08 - equinoxe preserve stem 8 mm, serial #: (B)(6), category #: 320-08-42 - glenosphere exp 42 mm +4 mm offset, serial #: (B)(6), category #: 531-55-88 - ergo gps 3.2 mm drill kit sterile, serial #: (B)(6), category #: 320-10-00 - equinoxe reverse tray adapter plate tray +0, serial #: (B)(6), category #: 320-20-00 - eq reverse torque defining screw kit, serial #: (B)(6), category #: 320-15-05 - eq rev locking screw, serial #: (B)(6), category #: 320-15-08 - sup/post aug plate, r rs glenoid baseplate, serial #: (B)(6), category #: 531-78-20 - shouldr gps hex pins kit, serial #: (B)(6), category #: 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42 mm, serial #: (B)(6), category #: 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46 mm, serial #: (B)(6), category #: 320-42-03 - 145-deg pe 42 mm hum liner +2.5. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced instability and several instances of subluxation. As a result, approximately ninety days post-surgery, the patient was given deltoid strengthening exercises. The outcome is resolved. No further impact to the patient was reported. No additional information is available.